Event description:
Info was received that this lead was capped due to the epicardial lead being poorly placed. There were no adverse patient reactions or complications after the procedure. Lead had been implanted since (B)(6) 2009.